Manufacturer narrative:
Citation: drews t et al. Transapical aortic valve implantation after previous mitral valve surgery. J thorac cardiovasc surg. 2011 jul;142(1):84-8. Doi: 10.1016/j.jtcvs.2010.08.034. Epub 2010 sep 29. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of transapical aortic valve implantation in patients with previous mitral valve surgery. All data were collected from a single center between april 2008 and april 2010. The study population included 6 patients (predominantly female; mean age 73 years; mean weight 62 kg), 3 of which were implanted with medtronic hancock bioprosthetic valves (no serial numbers provided). Among all patients, 2 deaths occurred due to multi-organ failure and septicemia, respectively. It was reported that both patients were treated with non-medtronic heart valve products. Based on the available information, medtronic product was not directly associated with the deaths. Among all hancock patients, adverse events included: valve degeneration requiring explant and replacement (noted to have occurred 10 years after initial valve implant). Based on the available information, medtronic product was directly associated with the adverse event. No additional adverse patient effects or product performance issues were reported.